Manufacturer narrative:
The field svc rep found the power plug was melted from a loose wire. The plug was changed and the unit was put back into svc.

Event description:
The customer reported that no power was getting to the rover. The field svc repair tech reported that the power plug was melted from a loose wire. There were no adverse consequences reported.